Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of batch records, product release data, stability data, and internal non-conformance records did not identify any issues related to the customer allegation. Additionally, no trends were identified. The initial hiv reactive result with a cycle threshold (CT) value of 38.86 was consistent with values observed near the assay's limit of detection (lod), where results may vary between reactive and non-reactive. This variability could be attributed to non-specific amplification or pre-analytical factors. For the hbv results, the serology-positive and nat non-reactive findings were consistent with a potential low-level hbv dna concentration below the assay's detection limits, which is a known limitation of the test. The root cause of the reported event could not be definitively determined. However, a false non-reactive hbv nat result or a false reactive hiv nat result could not be excluded. The device remains in operation at the customer site, and the customer was advised to follow optimal workflow practices as outlined in the relevant procedural guidelines.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 system. The allegation involves a sample that was positive for hepatitis b surface antigen (hbsag) and reactive for both anti-hepatitis b core antibody (ahbc) and anti-hepatitis b surface antibody (ahbs) in serology testing. The sample was subsequently tested using the kit cobas 6800/8800 mpx 96t ce-ivd assay. On (B)(6) 2020, the assay generated a reactive result for human immunodeficiency virus (hiv) with a cycle threshold (CT) value of 38.86, while the hepatitis b virus (hbv) target was non-reactive. The plasma sample was then transferred to a secondary tube, frozen, and retested after thawing. On (B)(6) 2020, repeat testing with the same assay generated non-reactive results for all targets. The donation was not released, and no harm was alleged.